Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that there was no power in the pump. There was no allegation of an adverse event with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission: 05/08/2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 04/18/2017 with the following findings: review of the black box data did not reveal any indication of power issues; no activity outside normal use observed in the black box data or download history. The pump was intact without damage. The returned battery cap was intact and without damage. The battery cap secured properly to the pump for testing. The pump powered on without alarm and was exercised for 24 hours without alarm or power issue. The pump was opened for investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components. Investigation did not confirm nor duplicate the complaint and the pump was found to be operating as intended without malfunction.